Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, one of the jaws would not move, it wouldn't open or close, it happened when testing the device and wasn't used. They opened another kit to do the procedure, no patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Testing of actual/suspected device: (10/114/22): the device was returned to the factory for evaluation on 19apr2021. An investigation was conducted on 25jun2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle and the jaws. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base and at the tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws, however the jaws would not open and close. The jaws were observed to be broken from the shaft and bent. Due to the broken jaws, the jaws would not be able to open or close when the blue toggle was manipulated, confirming the reported failure "mechanical jam". No electrical testing was done due to the extent of the completely flexed heater wire. Based on the returned condition of the device, the reported failure "mechanical jam" was confirmed, as well as the analyzed failures "material twisted/ bent wire" and "material twisted/ bent; jaw."

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/114/22): the device was returned to the factory for evaluation on 19apr2021. An investigation was conducted on 25jun2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle and the jaws. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base and at the tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws, however the jaws would not open and close. The jaws were observed to be broken from the shaft. Due to the broken jaws, the jaws would not be able to open or close when the blue toggle was manipulated, confirming the reported failure "mechanical jam". No electrical testing was done due to the extent of the completely flexed heater wire. Based on the returned condition of the device, the reported failure "mechanical jam" was confirmed, as well as the analyzed failure "material twisted/ bent wire".

Event description:
N/a